Event description:
It was reported the patient wanted the newest ipg, and to address the issue surgical intervention took place on (B)(6) 2022 where the ipg was explanted and replaced. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.